Manufacturer narrative:
The technician found the hex rods and screws were broken. He replaced the hex rod and screws to repair the stretcher.

Event description:
Info received indicates the brake/steer is not holding.